Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd venflon pro safety¿ had needle retraction failure. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: 10 photos of the actual sample and 1 actual sample were returned for investigation. Needle bent was observed on the actual sample returned. However, it was not observed on the photos return. Hence the probable cause of the bent needle could be due to handling damage during sample return and will not be in the scope of this complaint investigation. The tether foil length is shorter as the fold of the tether foil was incorrectly assembled onto heat stake post was observed from the returned photos and returned actual sample. The hole of the tether part is supposed to be passed through by the needle instead of by the heat stake at needle hub area. The probable cause of incorrect tether foil assembly could be due to insufficient folding blades holding pressure during the folding process. There is a task added in (B)(4) to include quarterly o-ring replacement for the piston, inspect the forming blade piston for signs of wear and tear, service or replace when necessary in july 2018. This batch was produced before the implementation. DHR review showed no abnormalities in maintenance or equipment records. No quality notifications raised for the batch during production.

Event description:
It was reported that a bd venflon pro safety¿ had needle retraction failure. There was no report of exposure, injury, or medical intervention.